Manufacturer narrative:
Investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo, the plunger rod was observed to be detached from the stopper and the plunger head is missing. From the sample, it was observed that the plunger was separated from the stopper due to plunger head chip off. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported that the syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. The customer reported that the stopper was separated from the plunger."